Event description:
Event verbatim [preferred term]. False positive result [poor quality device used], false positive result [device information output issue], , narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A 55-year-old female patient (unknown if pregnant) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110302243m3, device expiration date: 25jun2025. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: poor quality device used (non-serious), device information output issue (non-serious) all with onset 19aug2024, outcome "unknown" and all described as "false positive result". Relevant laboratory tests and procedures are available in the appropriate section. Additional information: on (B)(6)2024, a customer reported a false positive result. She mentioned that she had covid-19 the previous week and was feeling fantastic at the time of the report. On the same day, she took two binax tests, both of which returned negative results. Following this, she used a lucira covid and flu home test kit, which indicated a positive result for covid-19 only. No evidence was provided to support these claims. The test kit was used on (B)(6)2024. The customer confirmed that she had read the instructions before starting the test. The lot number of the test kit was k10a110302243m3, and the test kit number was 3a4m8h2b. The test was conducted indoors on a flat surface. She rotated the swab five times in each nostril and maintained a distance of six feet from other individuals while taking the test. She was not exposed to covid-19 within the 24 hours prior to testing. The vial liquid was purple in color, and the test was not moved while it was running. The retest was completed 30 minutes after the initial positive test. The customer used another binax test to confirm the false positive. In total, two tests were run before obtaining the false positive result. The customer did not contact a healthcare provider. The test kit used was a covid flu kit. The led status for the covid test was positive, while both flu a and flu b led statuses were negative. Product quality group provided investigational results on (B)(6)2024 for covid-19 and influenza ivd device: device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false positive, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062, version # (4.0)). All complaint investigations are trended. There is no current trend alert documented. Manufacturing investigation: the complaint for false positive result for the covid and flu ivd test kit (lot number: k10a110302243m3, UDI: (B)(4)) was investigated. The investigation included reviewing deviations, nonconformances, lot trending, and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110302243m3. No quality issues related to lot k10a110302243m3 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a110302243m3 remains acceptable for further distribution. The reporter considered "false positive result" associated to covid-19 and influenza ivd device. Causality for "false positive result" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on (B)(6)2024 for covid-19 and influenza ivd device: the complaint for false positive result for the covid and flu ivd test kit (lot number: k10a110302243m3, UDI: (B)(4)) was investigated. The investigation included reviewing deviations, nonconformances, lot trending, and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110302243m3. No quality issues related to lot k10a110302243m3 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a110302243m3 remains acceptable for further distribution. Follow-up (25sep2024): follow-up attempts are completed. Follow-up (29oct2024): this is a spontaneous follow-up report received from product quality group. Updated information: suspect information, investigation results. Follow-up (31oct2024): this is a spontaneous follow-up report received from product quality group. Updated information: expiration date.

Event description:
Event verbatim [preferred term] false positive result [poor quality device used], false positive result [device information output issue]. Narrative: this is a spontaneous report received from a consumer or other non hcp from product quality group, program ID: (B)(6). A 55-year-old female patient (unknown if pregnant) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110302243m3. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: poor quality device used (nonserious), device information output issue (non-serious) all with onset 19aug2024, outcome "unknown" and all described as "false positive result". Relevant laboratory tests and procedures are available in the appropriate section. Additional information: on 19aug2024, a customer reported a false positive result. She mentioned that she had covid-19 the previous week and was feeling fantastic at the time of the report. On the same day, she took two binax tests, both of which returned negative results. Following this, she used a lucira covid and flu home test kit, which indicated a positive result for covid-19 only. No evidence was provided to support these claims. The test kit was used on (B)(6) 2024. The customer confirmed that she had read the instructions before starting the test. The lot number of the test kit was k10a110302243m3, and the test kit number was 3a4m8h2b. The test was conducted indoors on a flat surface. She rotated the swab five times in each nostril and maintained a distance of six feet from other individuals while taking the test. She was not exposed to covid-19 within the 24 hours prior to testing. The vial liquid was purple in color, and the test was not moved while it was running. The retest was completed 30 minutes after the initial positive test. The customer used another binax test to confirm the false positive. In total, two tests were run before obtaining the false positive result. The customer did not contact a healthcare provider. The test kit used was a covid flu kit. The led status for the covid test was positive, while both flu a and flu b led statuses were negative. The reporter considered "false positive result" associated to covid-19 and influenza ivd device. Causality for "false positive result" was determined associated to covid-19 and influenza ivd device (malfunction).

Event description:
Event [preferred term] false positive result [poor quality device used], false positive result [device information output issue], , narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A 55-year-old female patient (unknown if pregnant) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110302243m3, device expiration date: 25jun2025. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: poor quality device used (non-serious), device information output issue (non-serious) all with onset 19aug2024, outcome "unknown" and all described as "false positive result". Relevant laboratory tests and procedures are available in the appropriate section. Additional information: on 19aug2024, a customer reported a false positive result. She mentioned that she had covid-19 the previous week and was feeling fantastic at the time of the report. On the same day, she took two binax tests, both of which returned negative results. Following this, she used a lucira covid and flu home test kit, which indicated a positive result for covid-19 only. No evidence was provided to support these claims. The test kit was used on 19aug2024. The customer confirmed that she had read the instructions before starting the test. The lot number of the test kit was k10a110302243m3, and the test kit number was 3a4m8h2b. The test was conducted indoors on a flat surface. She rotated the swab five times in each nostril and maintained a distance of six feet from other individuals while taking the test. She was not exposed to covid-19 within the 24 hours prior to testing. The vial liquid was purple in color, and the test was not moved while it was running. The retest was completed 30 minutes after the initial positive test. The customer used another binax test to confirm the false positive. In total, two tests were run before obtaining the false positive result. The customer did not contact a healthcare provider. The test kit used was a covid flu kit. The led status for the covid test was positive, while both flu a and flu b led statuses were negative. Product quality group provided investigational results on (B)(6)2024 for covid-19 and influenza ivd device: device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false positive, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062, version # (4.0)). All complaint investigations are trended. There is no current trend alert documented. Manufacturing investigation: the complaint for false positive result for the covid and flu ivd test kit (lot number: k10a110302243m3, UDI: (B)(4) was investigated. The investigation included reviewing deviations, nonconformances, lot trending, and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110302243m3. No quality issues related to lot k10a110302243m3 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a110302243m3 remains acceptable for further distribution. The reporter considered "false positive result" associated to covid-19 and influenza ivd device. Causality for "false positive result" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on 29oct2024 for covid-19 and influenza ivd device: the complaint for false positive result for the covid and flu ivd test kit (lot number: k10a110302243m3, UDI: (B)(4). Was investigated. The investigation included reviewing deviations, nonconformances, lot trending, and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110302243m3. No quality issues related to lot k10a110302243m3 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a110302243m3 remains acceptable for further distribution. Follow-up (25sep2024): follow-up attempts are completed. Follow-up (29oct2024): this is a spontaneous follow-up report received from product quality group. Updated information: suspect information, investigation results. Follow-up (31oct2024): this is a spontaneous follow-up report received from product quality group. Updated information: expiration date.